Event description:
It was reported that the lead integrity alert (lia) triggered for short interval counts (sic) and questionable noise and a decrease in impedance on the right ventricular lead. It was also reported that the lead had an insulation breach. The lead was removed and replaced with a new lead. It was further reported that there was a power on reset (por) with the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.